Manufacturer narrative:
Method: device not returned, discarded by hospital. Additional manufacturer narrative: the device is unavailable for evaluation as it was discarded by the hospital. The device serial number is unknown; therefore, no device history record review can be done. It was stated that photographs will be provided. However, the one photograph that has been provided by the hospital is of insufficient quality to use for any comments.

Event description:
Reportedly, the device (21mm) was explanted after an implant duration of approximately 5 years (60.47 months) due to aortic regurgitation. The customer reported that a prima plus 2500p was implanted to correct aortic stenosis and regurgitation on (B)(6) 2005. In 2010, regurgitation was again diagnosed and on (B)(6) 2010 it was explanted and replaced with a magna 3000j19mm device. During the explant, there were no problems observed with the device and the cause of aortic regurgitation seemed to be an expanded sinotubular (st) junction. The diameter of the aorta was 40mm. The customer commented that this explant was within their anticipations and was not device related. [The patient] had suffered behcet disease at the time of the first aortic valve replacement and the disease has been relieved as of today.